Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the device is returned for laboratory testing.

Event description:
Boston scientific received information that this patient died during a replacement procedure of a competitor device. The competitor device had triggered end-of-life (eol) during a ventricular tachycardia (vt) storm. The patient coded for approximately 40 minutes. The patient was transported to another facility and was presented for an immediate device replacement. Prior to device induction testing, all lead diagnostic measurements were within normal range. Ventricular fibrillation (vf) was induced and the first shock was diverted due to slight undersensing (ventricular sensitivity floor was programmed to 0.6 mv). A commanded stat shock (41 joules) was delivered which successfully terminated the induced arrhythmia. Following successful conversion, the patient's blood pressure dropped and the patient was found to be in pulseless electrical activity (pea). The patient was unable to be revived. According to the local representative, there were no allegations or complaints against the device's operation or functionality.